Event description:
It was reported that the customer received an occlusion alarm after bolus delivery. The customer's blood glucose (bg) level was elevated and manual insulin injections were used to correct the bg level. Tandem tech support offered to troubleshoot to determine a possible cause of the occlusion, however, the customer declined.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.